Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Never allow the cables connected to these devices to be in contact with skin of the patient or operator during electrosurgical activations. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A distributor reported on behalf of a customer that the 139110ext, accessory electrode coated blade w/extended insulation device was used in an unnamed procedure on approximately on (B)(6) 2025, and "this bovie burnt the patient under doctors use." Further assessment was attempted, and a good faith effort was made to obtain additional information; however, no response has been received to date. This report is being raised due to the reported injury of a burn of unknown degree to the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A distributor reported on behalf of a customer that the 139110ext, accessory electrode coated blade w/extended insulation device was used in an unnamed procedure on approximately (B)(6) 2025, and "this bovie burnt the patient under doctors use.". Further assessment was attempted, and a good faith effort was made to obtain additional information; however, no response has been received to date. This report is being raised due to the reported injury of a burn of unknown degree to the patient.